Event description:
Consumer reported she wore ace heat therapy patch and it did not heat up so she removed it after 1-2 hours and put another one on, it also did not heat up but she left on for several hours. Later she noticed that she had a burning sensation on her back and irritation.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.